Event description:
#Medwatcher #(B)(4). Essure placed in 2013. In 2015 began having pelvic pain, bloating, irregular periods; most times 2 in 1 month, hair loss, fatigue, painful intercourse, bleeding after intercourse, acne all over, I live with a constant headache and no amount of tylenol/advil or excedrin make it go away. This has all become worse in the past 7 months. My pelvic pain is now pin point on my left side. Like someone stabbed me with a fork and is twisting it... All day. I had a vaginal ultrasound. My left coil has migrated, bent and is now in my myometrium.